Event description:
The physician attempted closure of the arteriotomy using the closer-tsl6 device. The physician placed the device into a vascular graft. The physician had successful closure of the arteriotomy. Two hours post procedure the pt lost distal pulses on the lower right extremity. The pt was taken to surgery where the vascular surgeon noted that the suture had closed the arterial back wall to the front wall. The vascular surgeon thought it the physician might have picked up a shelf of plaque during needle pull back. The pt recovered with no further incident.